Manufacturer narrative:
By checking the DHR of the lot #1706834, no anomaly was found on a total of (B)(4) headless twisted pins manufactured with this lot #. We will submit a final MDR once the investigation will be concluded.

Event description:
Intra-operative issue occurred during total knee arthroplasty performed on (B)(6) 2019. During surgery, the headless twisted pin code 9095.11.a90, lot #1706834 was inserted into a hole of cutting guide on femoral distal side using a power pin driver. The pin was spun around but cannot be fixed because its end part was found to be broken. Surgery was prolonged of 2-3 minutes and then completed using another headless twisted pin. Event occurred in (B)(6).